Event description:
It was reported that over-sensing noise was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse consequences, the patient was stable.

Manufacturer narrative:
The reported event of over-sensing noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies. Other damages found are consistent with procedural damage. During analysis, a failure event was observed, unrelated to the reported event. Final analysis found two external insulation abrasions proximal to the suture sleeve tie impression. The first abrasion was found breaching the ring electrode and right ventricular cable lumens with the etfe cables coating not damaged in this location, while the other abrasion was found breaching the optim sheath only. Both abrasions are consistent with friction to the device can.